Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was no power to the room, the breaker was reset during the service call. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service.